Event description:
During bedside PICC double lumen placement, sherlock tracking device not appropriately tracking when compared to 3cg images. Leads and wires exchanged. 3cg images confirmed tip placement. PICC successfully placed.